Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0357522. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the photograph of the affected product was assessed by our team of quality engineers. Based on their analysis the plastic spur is likely related to the molding process, but without the physical device they are not able to confirm the root cause. Retain sample was inspected and no issues were found. H3 other text : see h.10.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn non-pvc was defective and leaked. This occurred on 6 occasions. The following information was provided by the initial reporter: plastic protrusions near the heparin cap interface caused fluid leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn non-pvc was defective and leaked. This occurred on 6 occasions. The following information was provided by the initial reporter: plastic protrusions near the heparin cap interface caused fluid leakage.